Event description:
Asr revision.asr resurfacing system (left).reason(s) for revision: pain and suffering.cannot identify lot code for acetabular.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us.the correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. MFR #1818910-2012-02004 is a duplicate report of 1818910-2013-06357. MFR #1818910-2012-02004 will be rejected. MFR #1818910-2013-06357 will be kept for investigation purposes.